Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, high thresholds occurred in the initial position of the lead. The physician moved the lead to another location high on the septum and the measurements were acceptable. Once the procedure was finished, the patient blood pressure dropped and effusion, cardiac tamponade due to the cardiac perforation were observed. Pericardiocentesis was performed. No further complication were observed during the night and the drain was removed. Rv lead remains in use. No further patient complications have been reported as a result of this event.